Manufacturer narrative:
The reported event of pacemaker header anomaly was not confirmed. There was an additional finding not related to the field complaint. Visual inspection of the atrial set screw found the inset stripped consistent with inserting the wrench off-center at angles to the set screw. The atrial set screw stripped anomaly is related to the user¿s use of the wrench.

Event description:
New information notes that the patient's condition was stable throughout.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. Explant of the device was performed on (B)(6) 2021. There were no patient consequences.